Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was (B)(6) 2018. It was reported a motor stall was seen at initial interrogation. The patient had magnetic resonance imaging (MRI) on (B)(6) 2018 but the pump was not interrogated post MRI. It was not less than 2 hours since patient exited the MRI field. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. The pump was interrogated and following this, no motor stall alarm was given. The pump recovered and the motor stall has been resolved. The pump was working normally. Additional information was received. The pump was stalled for 30 hours. The patient's indication for use was non-malignant pain.